Manufacturer narrative:
Mastergraft matrix, 10cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent posterolateral fusion at l2-l4 using 8cc rhbmp-2/acs due to spondylolisthesis, a non-union/failed fusion/pseudoarthrosis, and a disc herniation. The estimated blood loss was 400cc, the or time was 314 minutes, the length of the hospital stay was 96 hours and the patient returned to work 198 days post-op. 3 months post-operatively the patient presented with moderate neuro-weakness. The patient was last seen 6 post-operatively; no additional complications were reported.